Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that on (B)(6) 2011, the patient had unspecified injuries related to a defect in the kugel hernia patch and underwent revision surgery. As alleged, on (B)(6) 2012, the patient had unspecified injuries related to a defect in the kugel hernia patch and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of kugel hernia patch. Per op notes, "previous biologic mesh was identified. Incision was made around the old incision; a kugel hernia patch was placed to the midline of the fascia using sutures." On (B)(6) 2011 - patient was diagnosed with cutaneous fistula with abscess thereby underwent repair with removal of infected mesh. Per op notes, "purulent material was draining from the fistulous tract. There were several folds of mesh, this was excised as infected mesh." On (B)(6) 2012 - patient was diagnosed with cutaneous fistula thereby underwent repair with removal of infected mesh. Per op notes, "noted the purulent material and the infected mesh was removed. A synthetic mesh was placed."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d3, d4, d6b, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that on (B)(6) 2011, the patient had unspecified injuries related to a defect in the kugel hernia patch, and underwent revision surgery. As alleged, on (B)(6) 2012, the patient had unspecified injuries related to a defect in the kugel hernia patch, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."